Event description:
It was reported that a flogard infusion pump presented an f-94 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, alarm log review, battery test, and functional test were performed. During the functional test and the alarm log review an f-94 alarm was identified. The alarm was caused by a depleted main battery. The main battery was replaced to correct the reported condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.